Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a fully broken grip cable at the tube extension/main tube. As a result of the full break, functional testing for motion-related issues cannot be performed. The grip cable was completely missing at the distal end, and further inspection found a dislodged proximal clevis and a broken pitch cable. Additionally, as a result of the broken grip cable, a detached fragment was observed; a common cause of this failure is attributed to component susceptibility to damage. Also, the instrument had a fully broken distal pitch cable at the tube extension/main tube, the broken cable segment that contains the crimp was missing from the clevis and the pitch cable was missing from the distal end. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Furthermore, the instrument had a dislodged proximal clevis, which was still attached through the conductor wire. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a broken cable. There was a delay of less than 15 minutes. The procedure was completed with no patient harm.